Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the probe broke in the patient's body. The broken part was retrieved from the patient and the patient was not impacted.